Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient states that her surgeon first attempted the implant with a depuy product which didn't fit so they used a stryker implant. Since the surgeon, the patient states that she has been in constant pain. Through x-rays, the doctor determined that the implant came apart and would not hold to the pelvis. The hip implant is a stryker product but her surgeon and hospital are unable to tell her if the implant is part of the current recall.